Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and uploaded the latest software revision, to resolve the issue. The device then passed all tests, calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator graphic user interface (gui) generated an unspecified malfunction. There was no patient involvement.